Manufacturer narrative:
Upn corrected from (B)(4) to (B)(4). Catalog/model # corrected from 39251-3825 to 39251-2440. Device lot number corrected from 18817392 to 0019715183. Device expiration date corrected from 07/10/2017 to 09/09/2018. Device manufactured date corrected from 01/31/2016 to 09/27/2016. Updated: describe event or problem, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., if not evaluated provide code, result codes and conclusion codes bsc ID: (B)(4), tw: (B)(4).

Event description:
It was further reported that the device was a 4.0x24mm promus premier and not a 2.5x38mm as previously reported. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery. During advancing, the stent was dislodged. The stent lodged nearby the radial artery. The physician attempted to remove the dislodged stent with two guidewires, however, the physician was unsuccessful. The patient was sent to surgery and stent was removed. Two weeks after the procedure, the patient was implanted with another promus premier stent. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Correction: update noted on follow up number 001 should have stated "upn corrected from (B)(4) to (B)(4)." Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was detached from the sds and the proximal end of the stent was severely damaged and squashed. A review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement was within the specification. The tip was visually and microscopically examined and no damage was noted. The balloon body was reviewed and no issues were noted. Stent crimp markings were visible on the balloon which is evidence that the stent was crimped on the balloon prior to shipping. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system during handling of the device. A visual and tactile examination of the shaft polymer extrusion found multiple inner/outer polymer extrusion kinks along the shaft polymer extrusion. This type of damage is consistent with excessive force being applied to the delivery system during handling of the device. No issues were noted with the mid shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID # (B)(4) / tw # (B)(4).

Event description:
It was further reported that the device was a 4.0x24mm promus premier and not a 2.5x38mm as previously reported. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery. During advancing, the stent was dislodged. The stent lodged nearby the radial artery. The physician attempted to remove the dislodged stent with two guidewires, however, the physician was unsuccessful. The patient was sent to surgery and stent was removed. Two weeks after the procedure, the patient was implanted with another promus premier stent. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 38 x 2.50 mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent was dislodged. The dislodged stent was removed successfully from the patient¿s body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.